Manufacturer narrative:
Correction: section h device manufacture date this supplemental MDR was submitted to reflect the correct device manufacture date.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es user cannot access the fridge. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es user cannot access the fridge. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager issue and cannot access the refrigerator. A field service engineer found that operating system had several updates, and device had not been rebooted for almost a year. So fse rebooted the station, and no mechanical failures noted. The fse remotely accessed the station and verified that the remote manager (rm) was functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es user cannot access the fridge. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.